Event description:
It was reported that during a da vinci prostatectomy procedure, one of the monopolar curved scissors instrument blades broke off and fell into the pt. The broken piece was not retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade (left grip) is missing. The blade fractured at the cross section of the cable crimp. The fractured plane is nearly straight and the intact blade does not exhibit damage. No other damage was found.